Event description:
It was reported that the 9800 system had an emergency off button error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.